Event description:
A surgeon reported a lens was exchanged following an intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no sample was returned. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire has nob been received. (B)(4).